Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the suspected peritonitis was not reported. The action taken with dianeal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.